Event description:
This report is in response to the FDA medwatch 3500 form, MFR report that was received by the MFR. This form was sent to the MFR by the hosp risk mgr. "Pt on table in procedure in cvl lab 2. During procedure just prior to deployment of stent, fluoro went down. Unable to restart. Pt was moved to lab 3 and procedure was completed".